Manufacturer narrative:
The reported event was confirmed by CAPA association. Per kink in the tube, the root cause of the failure are:- diet task analysis filled out incorrectly due to inadequate directions and misunderstanding of ¿user interface¿ , inadequate procedure(s) either through diet or usability, which provides minimum instruction for evaluating user interface changes to existing products, inadequate design verification testing that failed to evaluate functionality in all use cases (both connector orientations) and all affected products (neonatal pads were not tested). The lot number was unknown; therefore, the device history record could not be reviewed . Labeling review was not required because the investigation was confirmed by the CAPA association. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a low flow on the arctic sun device. They received the low flow message. The patient temperature had spiked, but was better. There was a kink in the line. They fixed the kink, disconnected and reconnected the arctic gel pads using the proper technique, then the flow up to 1.5 l/m. The baby's temperature was currently 33.2c , the target temperature was 33.5c and the water temperature was 35.7c. Per follow up via nurse on 04nov2020, the neonatal arctic gel pads were used on the patient. It was confirmed once the kink was removed and the arctic gel pads were readjusted, the flow rate remained above 1lpm and the patient completed the therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a low flow on the arctic sun device. They received the low flow message. The patient temperature had spiked, but was better. There was a kink in the line. They fixed the kink, disconnected and re-connected the arctic gel pads using the proper technique, then the flow up to 1.5 l/m. The baby's temperature was currently 33.2c , the target temperature was 33.5c and the water temperature was 35.7c. Per follow up via nurse on 04nov2020, the neonatal arctic gel pads were used on the patient. It was confirmed once the kink was removed and the arctic gel pads were readjusted, the flow rate remained above 1lpm, and the patient completed the therapy.